Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the device was in used condition. The review of the event history log showed alarms for "cassette not attached properly." Functional testing confirmed the reported issue. The downstream occlusion (dso) sensor and dso/upstream occlusion (uso) seals were replaced to resolve this issue. The dso and uso sensors were calibrated. Service history identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not attached to the pump. There was no patient involvement, no patient injury was reported.